Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 57 year old male with an indication for use of mechanical circulatory support due to acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage d, was supported with an impella cp placed percutaneously via the right femoral artery on (B)(6) 2026 at 01:15 am. On (B)(6) 2026, the patient underwent an arterial duplex of the right lower extremity, which revealed thrombus in the popliteal artery. The patient was known to have a factor v clotting disorder, and the clinical team did not attribute the thrombus to the impella device. The patient was subsequently taken to the hybrid operating room for impella explant and right lower extremity thrombectomy on (B)(6) 2026 at 1:10 pm. Based on available clinical information, the thrombus identified in the right popliteal artery was determined to be unrelated to the impella cp device and more consistent with the patient¿s underlying factor v clotting disorder. No device related malfunction was reported, and the patient tolerated the explant and thrombectomy with survival.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.